Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the error was based on a hardware problem. The system's live monitor, which had been in operation for approximately 8 years, was defective and no longer displayed an image. All other monitors worked as specified. Such a defect can only be eliminated by service intervention and replacement of the part affected. The affected part was replaced by the local service organization and no further errors have been reported. The spare parts consumption of the affected component was checked and a possible general defect that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported a dark screen on the dcs live monitor. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.